Event description:
It was reported that approximately two years post filter implantation cardiac imaging demonstrated a detached filter limb in the right ventricle. Two percutaneous procedural attempts were made to capture retrieve the detached filter limb unsuccessfully. The pt status at this time is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was able to provide patient information, which was updated in the appropriate sections. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient successfully had an inferior vena cava filter deployed prophylactically for history of deep venous thrombosis and protection from pulmonary embolism prior to gastric bypass surgery. Approximately two years post vena cava filter deployment, patient presented with chest pain. Left heart catheterization was performed including selective coronary angiography and left ventriculography. During catheterization, incidental finding of a linear radiopaque structure was noted to move with cardiac motion. An unsuccessful attempt was made to retrieve the detached filter limb from the right ventricle. The following day, the patient developed a sudden episode of fever, chills and generalized malaise, followed by a tonic-clonic seizure (which was similar to patient's baseline seizure). Vascular surgery evaluated the patient and determined the patient was not a candidate for surgery to remove the detached filter limb. Thirteen days later, a scheduled retrieval for the detached limb was made. Following administration of general anesthesia, a review of the medical records noted the patient was at high-risk if an attempt was made to retrieve the detached limb from the heart. Therefore, the procedure was concluded prior to any percutaneous access. The patient was discharged home from the hospital in stable condition approximately one week later. Other relevant history: surgical: bilateral ureteral implants, cholecystectomy, closed [endoscopic] biopsy of large intestine, esophagogastroduodenoscopy [egd] with closed biopsy, exploratory laparotomy x 2 for esophageal spasms, cardiac catheterization. Social: former smoker, cigarettes, 40 per day, quit 2011. Disabled. Allergies: celebrex, dilantin, toradol, vioxx..

Event description:
New information received: filter was prophylactically deployed for history of dvt and protection from pe prior to gastric bypass surgery. Patient presented with chest pain and guided fluoroscopy identified eleven intact filter limbs and one detached limb protruding out into the right atrium. Two years post filter deployment, an unsuccessful attempt was made to retrieve the detached filter limb from the right ventricle. Thirteen days later a scheduled retrieval for the detached limb was made. While the patient was under general anesthesia, a further review of the patient's medical records from a cardiovascular surgeon indicated a high risk to the patient if an attempt was made to remove the detached limb from the heart. Therefore, the procedure was aborted prior to any percutaneous access made. The atypical chest pain was reproducible with palpitation of precordium, consistent with costochondritis. The patient was discharged home in stable condition.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Pt, product, and procedure details were not provided in civil action report and are unobtainable at this time. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based upon the reported event the definitive root cause for the filter limb detachment is unk.